Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative reactions of two validation samples with biotest cell 3 when used on tango infinity. The specificity of the missed antibodies was anti-k and anti-e. The customer returned the supposedly defective product anti-human-globulin anti-igg-solidscreen ii, but did not return the validation samples that had caused the false negative test results. Therefore our quality control laboratory tested the complained product in comparison to the retained product with different samples and controls (e.g. Anti-e and anti-k) on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Additionally the supposedly defective product was tested for potency. The acceptance criterion was met. The complaint product and the retention sample showed comparable results. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.